Manufacturer narrative:
Concomitant products: product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97791, lot # n479584, implanted: (B)(6) 2014, product type accessory; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported that the patient was getting great relief, however, had a possible metal allergy and has had previous suspected metal allergies in the past to spinal fusion hardware. The pain with the spinal fusion hardware was investigated in the past and an infection was ruled out, and it was suspected the patient was having an allergic reaction the hardware. Regarding the spinal cord stimulation system (scs), the patient had a suspected allergic reaction and experienced internal pain and tenderness at the implantable neurostimulator (ins) site/device pocket. It was noted there were no external symptoms present. As a result, the healthcare provider (hcp) would like to coat the implantable neurostimulator (ins) with surgical adhesive and cover it with a ¿dacron pouch¿ and re-implant. The surgery was scheduled for (B)(6) 2014. No diagnostic testing or troubleshooting was performed. It was unknown what the cause of the issue was or if the issue was resolved. It was unknown if stimulation being on or off influenced the pain or when the pain started. At the time of the report the patient was alive with no injury. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient had a spinal fusion performed years prior to the report and the physician had to explant the titanium rods due to reactions. The ¿titanium reaction was not mentioned until post implantable neurostimulator (ins) implant.¿ the manufacturing representative saw the patient after implant and the patient mentioned the site was sore and she had a reaction to titanium metal. It was unknown what irritations of metals the patient had. An allergy test was suggested. The manufacturing representative wanted to know if the manufacturer could make a "gold plated ins."

Event description:
Additional information received reported that the patient's device was explanted due to soreness and tenderness over the implant site of the generator. This occurred the week prior to the report.

Event description:
Additional information received reported that the patient experienced 50% or greater symptom reduction. The implantable neurostimulator (ins) was involved in the event. The patient developed a metal allergy to the ins. The patient was examined and the device was re-implanted with a silicone covering. The device was subsequently removed. The patient recovered without permanent impairment.

Event description:
Additional information received reported that the stimulator was performing very well for her leg pain, however, the patient still complained of soreness around the implantable neurostimulator(ins) site at one month postop.